Event description:
The doctor reported that implant was removed due to failure to osseointegrate, approximately 2 months after the implant placement date. Oral hygiene around the implant site was good. Bone quality at surgical site was type 4. During the surgery, no significant findings were observed. Patient has recovered since.